Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Date of death: the exact date of death is unknown at this time and so this field was populated with the awareness date. Date of event: the exact date of event is unknown. It was reported that the patient was treated at the facility during (B)(6) of 2021. Therefore, this field was populated with (B)(6) 2021 to account for the earliest date known. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a redo of pulmonary vein isolation (pvi) ablation procedure with an unknown thermocool® smart touch® sf bi-directional navigation catheter and suffered an esophageal fistula and the patient eventually expired. The clinical in charge was informed by the customer that a patient who was treated at the facility during october/november of 2021 had died from an esophageal fistula. It is unknown whether a carto system or nav x was used in this case. Neither a biosense webster inc. (Bwi) employee nor an abbott representative was present during the procedure. The date of death is currently unknown. It was noted that this patient had pre-existing condition. In the physician¿s opinion, the cause of death is esophageal fistula. This adverse event was discovered post use of biosense webster products. Generator parameters were power mode. The customer does not use any temperature control for the esophagus. They used to use a CT to determine the location of the esophagus but stopped doing so about 4-5 months ago. The customer uses irrigated sf catheter (without smarttouch), 35 watt for all locations of the left atrium, colors are set using the time scale. The customer uses grids (as opposed to visitags) and does ablate using the dragging technique (as opposed to point by point). As already stated, it is not 100% sure, but very probable that the procedure was performed using carto 3. Due to the customer only performing pvis with his carto3 system, it is impossible to say which patient is affected. Usually, when support from bwi is present, a high density map is made with the pentaray catheter and then the pvi is performed. However, on the day when the affected patient was treated, no supporting consultants were present. It was reported that the customer is refusing to share any further information than what was already provided.

Manufacturer narrative:
Initial reporter phone: (B)(6). Date of death: the exact date of death is unknown at this time and so this field was populated with the awareness date. Date of event: the exact date of event is unknown. It was reported that the patient was treated at the facility during (B)(6) of 2021. Therefore, this field was populated with (B)(6) 2021 to account for the earliest date known. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a redo of pulmonary vein isolation (pvi) ablation procedure with an unknown thermocool® smart touch® sf bi-directional navigation catheter and suffered an esophageal fistula and the patient eventually expired. The clinical in charge was informed by the customer that a patient who was treated at the facility during (B)(6) of 2021 had died from an esophageal fistula. It is unknown whether a carto system or nav x was used in this case. Neither a biosense webster inc. (Bwi) employee nor an abbott representative was present during the procedure. The date of death is currently unknown. It was noted that this patient had pre-existing condition. In the physician¿s opinion, the cause of death is esophageal fistula. This adverse event was discovered post use of biosense webster products. Generator parameters were power mode. The customer does not use any temperature control for the esophagus. They used to use a CT to determine the location of the esophagus but stopped doing so about 4-5 months ago. The customer uses irrigated sf catheter (without smarttouch), 35 watt for all locations of the left atrium, colors are set using the time scale. The customer uses grids (as opposed to visitags) and does ablate using the dragging technique (as opposed to point by point). As already stated, it is not 100% sure, but very probable that the procedure was performed using carto 3. Due to the customer only performing pvis with his carto3 system, it is impossible to say which patient is affected. Usually, when support from bwi is present, a high density map is made with the pentaray catheter and then the pvi is performed. However, on the day when the affected patient was treated, no supporting consultants were present. It was reported that the customer is refusing to share any further information than what was already provided.